Event description:
It was reported that two ez45b were used during a thoracoscopy. It was reported by the affiliate that the first instrument would not cut and the second instrument cannot be opened. There was no consequence to the pt.